Manufacturer narrative:
(B)(4). Concomitant medical devices: 110010271 ¿ g7 multihole shell - r3713970a; 11-300817 ¿ arcos distal stem ¿ 838140; 11-301323 ¿ arcos cone - 213330; 650-1067 ¿ biolox delta taper 2971099; 650-1058 ¿ biolox delta head ¿ 2958882; 00625006520 - bone screw - 63187339; 00625006540 ¿ bone screw ¿ 63604707; 00625006540 ¿ bone screw ¿ 64202377; 00625006515 ¿ bone screw - 629035991. Customer has indicated that the product will not be returning for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a first stage revision after an unknown amount of time post implantation, a second stage revision approximately 2 months later and 2 more surgeries within 9 months. Subsequently, the patient underwent another revision approximately 7 months later due to unknown reasons. The head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/ corrected. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.